Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Diabetes educator reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was over 400 mg/dl. Troubleshooting for no delivery was performed. Customer tried all remedies and the issue cannot be resolved. Diabetes educator advised the patient needed a new insulin pump as a result of constantly receiving no delivery alarms which resulted in high blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.